Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2023, the following additional information was obtained: the problem was identified as part of a colposacropexy with lash, the sigmoid colon has just been mobilized/pushed to the side. There were problems removing the instrument through the cannula, due to the angulation, the instrument could only be removed with a trocar through the abdominal wall. A retrieval bag was placed around it beforehand to prevent parts from being lost in the abdominal cavity. The instrument was removed together with the cannula, and at the end of the operation, the puncture site was also resected. The port incision was not enlarged to remove the instrument and cannula together. It went without enlargement by axial displacement, at the edne resection of the incision site. The problem was identified when the surgeon held sigma to the side. Something fell into the patient during a surgical procedure and the fragment was removed during the same procedure. A recovery bag was placed around the instrument in the meantime, another small plastic part was recovered at the end of the operation. Arms 3 and 4 were positioned alternately to hold the sigmoid adequately.

Manufacturer narrative:
The force bipolar instrument has been returned failure analysis investigation was performed. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken main tube approximately 1.66" from the distal tip. No material was found missing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the force bipolar instrument part in the sheath broke or snapped off to the side. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Four images associated with this reported event were submitted for review and confirmed that the instrument jaw was bent to the side while inside the patient. The instrument was also shown outside of the patient still within the cannula. Advanced failure analysis reviewed the images and noted that it looks like the proximal clevis has been dislodged from its normal position on the main tube. There does not appear to be any pin sticking out or a jaw dislodged and there does not appear to be any fragments.